Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00455. It was reported that high impedance issue was observed on the right lead contacts. The right lead was removed. There were no complications during the procedure. Patient was stable. It is unknown which lead was explanted therefore both leads are being reported.